Event description:
It was reported that the procedure was cancelled. A rotablator system was selected for use. During the procedure, after loading the burr onto the wire and ready to platform the system, it was noted that the foot pedal would not allow the console to come off of the dynaglide setting. The device never entered the patient's body and the procedure was cancelled. No patient complications were reported and the patient was stable post procedure.